Event description:
Ous MDR - it was reported that approximately 6 months after the implant oversensing and one inappropriate shock were noted.

Manufacturer narrative:
This is an analysis of the associated ICD as well as the lead. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the ICD and the lead under complaint, the returned device data as well as the analysis of the lead itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been analyzed. During the analysis of the available iegms noise was observed in the right atrial and right ventricular channels. This led to the detection of vf episodes with a resulting shock delivery, as mentioned in the complaint description. However, there was no indication of an ICD malfunction. The lead under complaint was returned and subjected to an extensive analysis. The visual inspection showed multiple signs of wear along the lead body. In particular 45 cm distal to the is-1 connector pin the insulation was found rubbed through which can be considered to be the root cause of the clinical observations. In this region the coating of the conductor cable to the proximal atrial dipole was damaged and the inner coil was kinked. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. In conclusion, the ICD was not returned for analysis. The evaluation of the returned device data confirmed the clinical observation. However, there was no indication of an ICD malfunction. The clinical observation resulted from the leads insulation damage.